Event description:
It was reported that when the intra-aortic balloon pump (iabp) was started up, it was noted by the staff that they could not get an electrocardiogram (ECG) to show on the screen. All the leads were connected and changed out without success. The leads, trunk cable and electrode on the patient were changed, but nothing worked. As a result, the pump was swapped out, and when the cables were connected to the new pump, the pump worked. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp ECG signal not available is not able to be confirmed. A field service agent serviced the pump and could not duplicate the reported complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was started up, it was noted by the staff that they could not get an electrocardiogram (ECG) to show on the screen. All the leads were connected and changed out without success. The leads, trunk cable and electrode on the patient were changed, but nothing worked. As a result, the pump was swapped out, and when the cables were connected to the new pump, the pump worked. There was no report of patient complication or serious injury and death.